Event description:
New information notes the lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.5-14.0cm from the electrode tip. The inner coil was exposed at this location, consistent with field event of a sensing anomaly. Internal insulation abrasion was found at 15.3-16.0cm from the connector pin. Internal insulation abrasion under the svc shock coil was found at 23.5-24.7cm and 2.9-24.5cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. A decrease in sensing was detected. Lead revision has been scheduled.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.5-14.0cm from the electrode tip. The inner coil was exposed at this location, consistent with field event of a sensing anomaly. Internal insulation abrasion was found at 15.3-16.0cm from the connector pin. Internal insulation abrasion under the svc shock coil was found at 23.5-24.7cm and 23.9-24.5cm from the connector pin. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.